Event description:
It was reported that 13 unspecified q-syte vial access leaked during use. The following was reported by the initial reporter: "it was reported via survey response that the clinician experienced leakage (13). Per customer's response eon 3/29/2021 unfortunately I am out of work at the present on maternity leave and unable to retrieve any of this information...and no one was hurt..thank you! Additional information related to what leaked and from where states: "steroids" "the spike did not pierce the bottle correctly and medication leaked from the vial"".

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Initial reporter phone: (B)(6). "Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 13 unspecified q-syte vial access leaked during use. The following was reported by the initial reporter: "it was reported via survey response that the clinician experienced leakage (13). Per customer's response (B)(6) 2021: unfortunately I am out of work at the present on maternity leave and unable to retrieve any of this information...and no one was hurt..thank you! Additional information related to what leaked and from where states: "steroids" "the spike did not pierce the bottle correctly and medication leaked from the vial.""